Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion set. The cannula of the infusion set was bent which caused the patient to have hyperglycemia. The patient had symptoms of lethargic, tired, and vomiting. The blood glucose result was 28.7 mmol/l on the hospital meter. The patient was administered insulin via IV at the hospital. The patient was hospitalized for 2 days. The infusion set was requested to be returned for product evaluation.